Event description:
It was reported that during a prophylactic right ventricular (rv) lead removal procedure, the right atrial (ra) lead dislodged as the rv was being removed. Two days later, the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead was returned in segments and analyzed with no anomalies. Visual analysis revealed apparent explant damage. Concomitant product: d224trk ICD, implanted: (B)(6) 2009. (B)(4).